Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received inappropriate therapy for supra ventricular tachycardia (svt) that should have been detected as ventricular tachycardia (vt)/ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.